Event description:
The haptic was found to be damaged after the lens was implanted in the eye. The doctor enlarged the incision to remove and replace the lens.

Manufacturer narrative:
This form was completed by the manufacturer.